Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was a (B)(6) female and the event occurred in the shock room. The insertion site was the jugular vein. During the otherwise, unproblematic placement of the cvc, with the puncturing being successful at first attempt, as well as the successful forwarding of the seldinger guide wire, the needle removed from the plastic hub and remained in the pt. It was removed manually without problems as it was still visible outside of the skin surface. The physician was able to manually grip the needle for removal. There was a reported delay, but the delay was not harmful to the pt. The cvc was able to be advanced over the guide wire and used successfully. No pt injury, complications or death reported.